Manufacturer narrative:
Based on the claim against the product by the customer noting error with the erbe an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. They replaced erbe due to m-02 errors. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit was analyzed, and the reported failure (error m-02-3 upon start) was confirmed and reproduced, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the erbe had an error. The field service engineer (fse) confirmed the error and replaced the erbe. While there was no harm or injury to the patient and the error was resolved during the procedure, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass, the erbe had an error. Prior to calling for technical support, the customer power cycled the erbe and the fault went away and hadn't come back. The technical support engineer (tse) reviewed the logs and found an m-02 error for day of event and noticed the same error for the previous day. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made the follow-up attempt and additional information was obtained about the complaint: it was confirmed error did not repeat. It did take place after ports were placed. Fse confirmed no issues after error resolved and no issues after replacing iesu.